Event description:
It was reported by the aci sale professional that (B)(6) female patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon ruptured at the second stop. The device was removed and the patient was converted to approximately 12 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a longitudinal tear at the balloon, approximately 5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1223703) indicated that the device lot met all established performance criteria prior to shipment.